Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 221-222 mg/dl. Reportedly, the customer changed the infusion set and cartridge. There were no issues observed with the infusion set or cartridge. Customer was able to successfully resume insulin therapy.